Event description:
The customer reports the ventilator was connected to the pt. The nurse noted the pt's vital signs were erratic due to the alarms on the pt monitor. The nurse also noted the pt gasping for air. The nurse found the ventilator in the standby mode and the nurse began to bag the pt. The pt was placed on another ventilator. There was no pt injury due to the event. The pt has been extubated.